Event description:
The customer reported that the left monitor had gone out. No pt injury was reported.

Manufacturer narrative:
The ge service rep installed a new monitor and tested system for proper operation.